Manufacturer narrative:
The customer did not supply the patient's weight. A beckman (bec) field service engineer (fse) was not dispatched to the customer's site. The access toxo igg reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4). All mdrs related to this event are: mdr2122870-2015-00626, mdr2122870-2015-00627, mdr2122870-2015-00628, mdr2122870-2015-00629, mdr2122870-2015-00834.

Event description:
The customer reported obtaining repeatable reactive toxoplasmosis gondii igg (access toxo igg) results for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to one other device, vidas instrument details not provided, and to the patient's previous results. The patient had three samples collected. This sample originally when tested generated a non-reactive result, upon repeat on a different date a reactive result was generated. This sample was not tested on another device but the two other draws of this patient were tested on a vidas and generated non-reactive results. This report addresses the result obtained on the laboratory's unicel dxi 800 access immunoassay system, serial number (B)(4) on the (B)(6) 2015. Mdr2122870-2015-00626 addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system, serial number (B)(4) on (B)(6) 2015. Mdr2122870-2015-00627 addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system, serial number (B)(4) on (B)(6) 2015. Mdr2122870-2015-00628 addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system, serial number (B)(4) on (B)(6) 2015. Mdr2122870-2015-00629 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system, serial number (B)(4) on (B)(6) 2015. The access toxo igg results were not reported outside of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibrations and system check were performing within specification at the time of the event. Information on the samples pre-analytical conditions was not provided. There was no report of sample integrity issues reported by the customer.